Event description:
F/c-would not deflate balloon - aspriation attempted balloon port cut-would still not deflate dr. Attempted to deflate balloon with stylet, unsuccessful. Inserted zz8x 3 1/2 needle into bladder to deflate balloon under u/s.